Manufacturer narrative:
D3 - MFR establishment name: corrected. D9 - date returned to MFR: 5/15/2026. H3 and h6 codes: updated. One (1) new device from the same reported lot was returned for investigation. The returned sample was visually inspected; no damage or defects were found in the sample. During the functional testing, the complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the level 1 low flow hotline disposable injection set had leakage at the line. There was no reported patient involvement, and no patient injury was reported.